Event description:
The customer reported that while pipetting the hiv I/ii assay, liquid was observed moving up past the plunger on the summit disposable pipette tips. No error was reported. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics complaint number 00430801.